Event description:
A user facility reported to olympus a defective distal end seal on evis exera iii colonovideoscope. Malfunction was found during the procedure. There were no reports of patient or user harm. The device was returned, and olympus repair center identified foreign objects in the light guide len. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the returned device.

Manufacturer narrative:
During evaluation, the customers¿ initial report of a defective distal end was confirmed. Initial leakage and electrical safety tests were performed showing distal end insulation test failure. The dirty light guide lens is likely caused by insufficient cleaning and mishandling of the device. The lens broke and humidity started to pour inside. The reported fault is likely a result of mishandling. The following additional findings were also noted: failed light guide illumination inspection, cracked objective lens, bcu exterior insulation, damaged scope connector label, assorted scratches, assorted discolorations, cut on the heat shrinking tube of lock engagement lever, burn on the probe cover, bending angle in up direction does not meet the standard value, slipping down light guide bundle, deformed bending tube and the connecting tube is snaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Manufacturer narrative:
Updated: updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material adhering to the light guide lens could not be identified and a definitive root cause of the issue could not be determined, however, due the observed crack/chip in the lens, the foreign material may not have sufficiently been removed during reprocessing. The event may be prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.